Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: was there an actual adverse consequence for the patient? If there was an actual adverse consequence, please describe in detail the adverse consequence that occurred.

Manufacturer narrative:
(B)(4). Date sent: 6/14/2017. Batch # na. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a myocardial revascularization - cardiac surgery in the dissection of the mammary artery procedure, the clipper is misaligned, forming a cross clip, detaching from the artery. The surgical staff commented that the clipper had already arrived this way (misaligned jaw) from the sterilization plant. Suture was used to repair. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # na. The analysis results confirmed that the lx107 device was returned non functional as the jaws were misaligned; therefore, the clips could not be loaded into the jaws. No conclusion could be reached as to what may have caused the found condition of the jaws. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history records were reviewed and certed by external manufacturing that the manufacturing criteria was met prior to the release of the equipment.